Manufacturer narrative:
Depuy synthes spine doe not use therapy dates as required. As a result, today's day has been entered into the required field. A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
International affiliate reports that during a scoliosis case, the distal tips of two moss miami final tighteners were stripped/rounded and unusable. Reports the final tighteners had to be hammered into nineteen concomitant device set screws in order to final tighten those screws. This resulted in the tightened set screws becoming deformed which could make future removal difficult. The worn/rounded conditions of the tips resulted in the procedure being extended by thirty minutes while the patient was under anesthesia. See mfg medwatch report no. 1526439-2013-32521 for the second final tightener that was involved in the event.

Manufacturer narrative:
Upon visual examination of the device, it was found that the tip of the tightener was stripped and rounded. The tightener was mated with a set screw and found that the set screw was difficult to seat on the tightener and did not sit level. The tightener also showed a stripping from impact force, as opposed to torsion. While the complaint states that there was a need to hammer the tighteners in to final tighten, there is no evidence to suggest the construct is unstable or tightened inadequately. Additionally, a hardness verification of the two x25 torque drivers was conducted and passed the specification. A review of the device history record for the mmsi final tightener found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. Although the root cause cannot be positively determined for the stripped tighteners, the most plausible reason is due to the age of the instruments as they have been in the field for approximately 8 years. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.